Event description:
Doctor reported via our sales rep that a patient underwent a revision surgery due to the inlay luxation and aseptic loosening 13 months post op.

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.